Event description:
The manufacturer received information alleging a ventilator service required error code was found during preventative maintenance on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was evaluated by the manufacturer service center. During the evaluation it was noted that the devices internal battery had caused the ventilator service required error code to occur on the device. In conclusion, the device's internal battery was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the front and base enclosure cases, and universal porting block were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.